Manufacturer narrative:
Conclusion: device investigation did not reveal any device malfunction which can explain the reported recipient performance problem. Mechanical damages found during investigation are attributable to the removal surgery. This finding was expected, because according to the recipient report the device was found to be functional whilst implanted. The reported problems of insufficient auditory perception appear to be related to an insufficient mechanical device coupling to the round window, which occurred as consequence of a post-operative fmt migration. It was reported that tissue growth might have contributed to the fmt migration. The user was re-implanted with a bone conduction implant. This is a final report.

Event description:
The explanted device was received for investigation. According to the explant report the floating mass transducer (fmt) had dislocated. The user was re-implanted with a bone conduction implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received for investigation. According to the explant report the floating mass transducer (fmt) had dislocated. The user was re-implanted with a bone conduction implant.